Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle strand inside the balloon of a small volume folfusor. This was observed after filled the device with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 10, 2015 to january 12, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified a white particle, approximately 3.02 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.